Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead insulation damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. The ra lead was deactivated to resolve the event and the patient was in stable condition.